Manufacturer narrative:
The insulin pump alarmed motor error noted during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during a bolus delivery. Customer's blood glucose was 314 mg/dl. The customer stated that they are unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.